Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for metal on metal hip with elevated cobalt and chromium ion levels as well as metal on metal hip disease. Revision has occurred. Doi: (B)(6) 2007; dor: (B)(6) 2017. (Left hip).

Manufacturer narrative:
Product complaint # : (B)(4). This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.